Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensor readings were inaccurate. The sensor reading are triggering the threshold suspend feature on the insulin pump when her blood glucose is high. Customer's blood glucose was 118 and 103 mg/dl and sensor reading was 40 mg/dl. Threshold suspend feature is set up at 60 mg/dl. Troubleshooting was performed and she is going to monitor the sensor reading. The sensor is not returning for analysis.